Event description:
It was noted that a patient's device was reprogrammed back on after being turned off for a hip replacement surgery. It was reported that at a follow-up visit, the device's signal frequency had unexpectedly been changed from 20hz to 1hz, which caused the patient to have an increase in seizures. The frequency was adjusted back to 20hz. Diagnostics from the reprogramming after hip replacement and the follow-up visit indicated that the device was performing as intended within normal limits. No programming history was available for the implanted device. Device history records were reviewed for the implanted generator and verified that the device had passed all quality inspections prior to release for distribution. No further relevant information was received to date.